Event description:
The biomed technician at customers facility called baxter technical service on (B) (6)2009. On (B) (6)2009, the biomed technician reported a pca ii pump that was administering morphine to a patient. Pump had been on patient for a day, new syringe of morphine was placed on pump. The nurse reported the pump was infusing morphine from this new syringe. After nurse left the room the pump stopped infusing causing an interruption of therapy to the patient. The nurse came to check on patient and noticed syringe was still full. On (B) (6)2009, the biomed technician reported the pump was not alarming; pump is designed to alarm when pump stops infusing and continue to alarm until turned off. The biomed technician did not know how long the pump had been infusing before it stopped. The pump was swapped and new pump set up on patient. No patient incident report has been written at their facility. No patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B) (4)the device has been received for evaluation. The reported issue of pump did not deliver was not confirmed. Initial testing was performed and the pump was able to infuse, no false alarms occurred.